Event description:
Pt on ventilator, experiencing agonal respirations and gurgling from airway. Pt's hr-95, po2=94%. Vent airway pressure monitor was sporadically creating a 10-20 auto peep type effect. Ventilator removed and replaced.